Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has recently received this product complaint. The complaint device has not yet been received for evaluation. Fisher & paykel healthcare will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint mask was not available for investigation as it had been discarded by the hospital. An investigation was carried out based on the event description and further information provided to fisher & paykel healthcare by the hospital. The hospital reported that there was carbon dioxide buildup in the (B)(4) mask and advised that the "incident could be patient specific due to the clinical interventions the patient has had to endure". As the mask was not available for evaluation, fisher & paykel healthcare requested additional information from the hospital. The hospital reported that the patient was on a typical therapy and advised that they use "hundreds of these masks and [have] only heard of this 1 issue". When asked whether there were any obstructions that may have contributed to a buildup of carbon dioxide, the hospital replied "absolutely not, the vent holes were open and clear of any obstruction". Fisher & paykel healthcare was unable to determine the root cause of the reported carbon dioxide buildup, however, based on the information provided by the hospital, the patient was receiving standard therapy and there were no abnormalities with the mask. It is likely that the reported buildup was related to the patient's condition as suggested by the hospital.

Event description:
A hospital in the (B)(6) reported that there was "co2 build up whilst using rt 040(l)." It was reported that the "incident could be patient specific due to the clinical interventions the patient has had to endure in such a short time span."

Event description:
A hospital in the (B)(4) reported that there was "co2 build up whilst using rt 040(l)". It was reported that the "incident could be patient specific due to the clinical interventions the patient has had to endure in such a short time span".